Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). Caller called stating pt is reporting the following complaint: warmth/heating at pocket site when ins is turned on. Caller states they have been trying to get a hold of a rep to come meet with pt to check system and possible reprogramming of the device. Pt is reporting the following: taking longer to recharge the ins, having to charge more frequently as well. It is being reported that a year or so ago, pt tried to get in contact with rep but no one ever followed-up. Pt has been having all these issues for past year. Caller stated they have tried reaching out to rep but they have gotten no response. Agent transferred caller to nas for urgent page to be sent as pt is in clinic and they have been wanting pt to have an MRI. MRI clinic will not move forward given issue reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 patltr the patient responded to a follow up letter. The pt stated they didn't know what may have caused the warmth / heating at the ins site; they just woke up one morning and it was hot in the location of the battery. The cause was not determined but pt noted it took a long time to charge the ins. Steps taken to address this event included reprogramming the device from having 1 setting to having 4 settings. The pt stated the issue is resolved; it shows it was working with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.